Event description:
A customer reported to baxter healthcare regarding the vial mate reconstitution device in which the drug dripped out of the vial after reconstitution. The customer stated that the vial mate was securely attached to the vial and the IV bag before reconstitution. Vancomycin and an unknown baxter 250ml bag was attached to the vial mate. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a leak could not be confirmed because samples were not available. A root cause also could not be identified due to sample unavailability. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If samples or additional information become available, a follow up report will be submitted.